Event description:
Caller reported experiencing cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the pump to be replaced and provided instructions for returning the faulty unit. The caller was informed of the steps for using the replacement pump, acknowledging the need to contact their healthcare provider for backup therapy, and plans were made to deliver the new pump without requiring a delivery signature.